Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging systems emergency stop will come on when driving the system intermittently. There was no patient present when this issue was observed.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.